Event description:
X-ray machine exposure switch not firing correctly resulting in sub optimal images. Patient needing re-imaged. Software of reloaded, hand switch/cable replaced, real-time clock and interrupt module replaced, new interface generator board replaced.